Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, moderately tortuous, 75% stenosed distal circumflex. An attempt was made to advance the 3.25x8 mm nc trek balloon dilatation catheter (bdc); however, it failed to cross the lesion. A non-abbott balloon catheter was used for initial predilatation successfully. The nc trek was advanced a second time for additional predilatation; however, the balloon ruptured on the second inflation at 18 atmospheres for 10 seconds. Another non-abbott bdc was used to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.